Event description:
The account alleged the head section of the bed is drifting down.

Manufacturer narrative:
The account cleaned the head drive brake three times but the issue remained. Repairs have not been completed.